Event description:
It was reported that the lead integrity alert triggered due to oversensing and noise. No oversensing was seen during isometrics and pocket manipulation. The physician performed testing to evaluate the vf sensing and it was good. The lead remains in use. No patient complications have been reported as a result of this event. A care link notification was received about rv and lv lead integrity. Investigation revealed the alerts occured post mortem when the funeral home cut the leads. Further investigation revealed the patient expired as a result of cardiac arrest. Additional details about the death have been requested and not yet received. No complaints or allegations of device involvement in the death have been made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert was triggered and there was a patient alert for lead failure predictor on (B)(6) 2011.